Manufacturer narrative:
The synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent found the crimped stent was compressed with struts misaligned from its mid section and down towards its distal section. As a result of the extent of the stent damage it was not possible to perform an accurate reading of the stent outer diameter. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, no issues were noted with the balloon. A visual and tactile examination of the hypotube found no kinks or damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damage. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The physician tried other two non-boston scientific stents but these also failed to cross the lesion, and the procedure was not completed. No complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.